Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was returned. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The instrument was found to have a broken monopolar yaw pulley at the posts. Broken pieces are missing as a result of breakage. Size of missing piece is approximately 2.27 mm x 1.00 mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The instrument was found to have a detached fragment at the yaw pully. A piece measuring proximately 2.27 mm x 1.00 mm was not returned with the instrument. Common causes of the failure mode broken instrument distal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. Common causes of the failure mode broken monopolar yaw pulley are attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley. Common causes for failure mode instrument other component detached fragment are typically attributed to use conditions.